Event description:
It was reported that a pt underwent a second umbilical hernia repair procedure in 2003. In 2008, the pt presented to the ER with an abdominal abcess at the naval. The site was lanced and drained. The mesh had fused to the large and small intestines, and was hard and infected. In 2009, the naval, abdominal wall, and part of intestine were removed. Pt is still experiencing pain and limited activity.

Manufacturer narrative:
Date sent to the FDA: 04/30/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.